Event description:
Device overheated during a crown preparation procedure and patient received a minor superficial burn to their lip. Doctor became aware of the device overheating when the patient complained of feeling a "pinch" to their lip. Doctor observed some redness with no blistering. No medical treatment was required for the injury.